Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was spitting clips, but all were retrieved with no problem. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.